Manufacturer narrative:
The reported event that m profile plate, t-shape, 90 degrees, regular, 7 holes was alleged of 'implant breakage after surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not received.

Event description:
Variax hand plate would not accept a locking screw. The screw heads spun in the lip of the locking-screw-accepting holes. This occurred in two separate plates one after the other.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Variax hand plate would not accept a locking screw. The screw heads spun in the lip of the locking-screw-accepting holes. This occurred in two separate plates one after the other.